Event description:
Our pharmacy notes potential errors occurring everyday due to the lack of uniform standards between dr office drug databases and that of our pharmacy. This error potential is especially acute in the instance of combination products wherein the dr office database lists the combination product as (e.g.) (Losartan 100 mg - hydrochlorothiazide 12.5mg) and the pharmacy system database lists the same combination product as (losartan hydrochlorothiazide 100mg-12.5mg). Since the dr office database puts the drug strength immediately after each drug name instead of listing both drug names first, then both strengths respectively, pharmacy systems often initially offer only losartan 100mg on the pick list causing potential errors. Reporters recommendations: we believe that most potential drug pick-list errors can be mitigated when all dr and pharmacy systems utilize a standard drug name, strength, and dosage form format along with a standard sequence of alpha, numeric and or alpha-numeric fields that contain that standard format. Hopefully, regulatory agencies are working with all the computer vendors that serve hosps, drs and pharmacies to help establish these standards for the future. In the meantime, some words of caution in your newsletter may be helpful. (B)(4).